Event description:
While in used on a power injector the tubing split and sprayed contrast over the room and on the staff and equipment. The line was being used at 900psi. There was no patient injury or treatment associated with this event.